Manufacturer narrative:
(B)(4). Batch n92m4a. The device was returned with the tissue pad damaged, not all of the tissue pad was present, however the remaining piece was returned with the device. The tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. No conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open pancreaticoduodenectomy, a piece of the tissue pad fell off the device outside the patient when the nurse wiped the blade tip. Another device was used to complete the case. There were no adverse consequences to the patient.